Manufacturer narrative:
The reported event was inconclusive due to a poor sample. A photo sample of three silastic catheters were returned. The middle catheter appeared to be asymmetric. However, the balloon was not inflated enough to make an adequate determination. As only a photo was returned, we could not determined if the length was out of specifications. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only."

Event description:
It was reported that the catheter was allegedly longer than normal, with holes in different spots. Allegedly, the longer length in catheter caused severe bleeding after being in situ for about 10 days. The patient apparently called the nurse who advised hospital assessment, but the patient opted to wait until the morning to visit his/her doctor who allegedly changed the blood thinner medication to help limit the bleeding. It was later noted that the bleeding slowed but didn¿t stop until a week after the initial conversation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was allegedly longer than normal, with holes in different spots. Allegedly, the longer length in catheter caused severe bleeding after being in situ for about 10 days. The patient apparently called the nurse who advised hospital assessment, but the patient opted to wait until the morning to visit his/her doctor who allegedly changed the blood thinner medication to help limit the bleeding. It was later noted that the bleeding slowed but didn't stop until a week after the initial conversation.